Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check were performed. The customer's stated problem was verified. During investigation, the pump was found alarming double beeps after power up. According to the investigation, the reported problem was caused by defective sensor. Investigation recommended the pump downstream occlusion sensor and scratched lcd lens to be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "double beep no cassette". It was also reported that the pump had lens damage. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.